Event description:
The following information was reported to gore: on an unknown date, a total aortic arch replacement procedure was performed. A leak was observed at the anastomosis site of the artificial blood vessel. On (B)(6) 2025, the patient underwent endovascular treatment for the leak at the anastomosis site using the gore® tag® conformable thoracic stent graft with active control system (ctag). A touch-up was performed at the proximal site and the anastomosis site, confirming no endoleak, and the procedure was completed. On an unknown date in (B)(6), 2025, a plain computed tomography scan post-procedure revealed a shadow suggestive of a new anastomosis site leak. On (B)(6) 2025, reportedly, signs of aortic rupture were observed. The leak was confirmed at the anastomosis site. An emergency reintervention was performed, and an additional stent graft was placed on the proximal side of the previous ctag. The procedure was completed after confirming the disappearance of the leak. The physician stated the following: "I thought there was no leak during the intraoperative angiography, but a plain CT scan post-procedure showed a shadow suggestive of a new anastomosis site leak. The proximal sealing length was short, and the touch-up may have stressed the anastomosis site, potentially widening the leak."

Manufacturer narrative:
H6: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.